Event description:
It was initially reported that the patient accidentally fell asleep on with a heating blanket on over night. Over the next several days, the patient "seemed more medicated", had droopy eyelids and pain level improved. Subsequently, the patient had withdrawal symptoms which included: yawning, diarrhea, vomiting, twitching, sneezing and an increase in pain. The hydromorphone dose was increased by the hcp on (B) (6) 2010. The potential effects of heating blanket on the medication were discussed with the hcp at the time of that visit. The hcp later reported that the patient had also experienced nausea. On (B) (6) 2010, a catheter dye study revealed that the catheter was in the epidural space. Per this reporter, it was "unclear if event with heating blanket related. Pump dye study shows catheter in epidural space. Plan for revision of (B) (6) 2010". No injury was reported as patient outcome.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that when the patient woke up, he felt extremely hot. Additional withdrawal symptoms of nausea, loss of appetite, unable to sleep, and antsy/twitchy legs were reported. The patient did not experience relief after the hydromorphone dose increase. There was concern that the medication may have been compromised by the temperature.

Manufacturer narrative:
(B)(4).